Event description:
During the implant procedure, bronchial spasms were observed in the patient. A small pneumothorax was verified by x-ray imaging. Physician aspirated the pneumothorax with a small needle. Pneumothorax was resolved and the procedure was completed without further issues.